Manufacturer narrative:
(B)(6).

Event description:
The customer reported a ventilator's battery is defective after 1.5 years. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and an international philips remote service engineer (rse).

Manufacturer narrative:
The remote service engineer reported that our distributor was unable to provide more answers to the questions we had requested, and their customer had only told them the battery was defective. The customer reported having received a replacement from our distributor, and no further information was provided.

Manufacturer narrative:
The service provider reported the batteries were replaced to resolve the reported issue.